Event description:
It was reported the device reached elective replacement indicator status approximately five years ago; however, the patient refused to have the device changed out. Device is now at end of life and there is no telemetry. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device not analyzed. It met the expected longevity. Visual inspection was performed.